Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was between 450 mg/dl. Current blood glucose level of customer was not known. It was found that customer had not experienced symptom at the time of incident. It is not known whether the auto mode feature was active or not at time of incident. The customer reported tat the insulin pump's battery was depleted. The insulin pump will not be returned for analysis.